Manufacturer narrative:
During service evaluation, the adhesive of the forceps cover glue at the distal end was found peeled/cracked off. Additionally, the bending section cover glue is cracked. The asset scope was last service on april 12, 2022. No problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus asset/loaner evis exera ii ultrasound gastrovideoscope was returned to the service center for evaluation. There was no defect or malfunction associated with the scope. However, upon inspecting and testing, the adhesive of the forceps cover glue at the distal end was found peeled/cracked off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.